Event description:
New information received indicated programming changes were made remotely. There were no patient consequences.

Event description:
New information notes that programming changes were made previously for the reported post paced t wave oversensing and did not resolve the issue. New programming changes were discussed, but no intervention was reported.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were discussed; however, no interventions were made. There were no adverse patient consequences reported.